Event description:
It was reported that during a supply change the user was unable to turn and lock the connector in place, and after guidance to use a new connector the supply change was completed and insulin delivery resumed with blood glucose unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included user troubleshooting and education that resolved the connection difficulty. Investigation of this case revealed a connector attachment difficulty isolated to the original connector, with successful resolution upon replacement, consistent with a component-level usability or fit issue of the connector. It was concluded, based on previously established findings for similar reports, that the cause was user interface challenge and component performance variability.